Event description:
During a coronary stenting procedure, the catheter was kinked and the physician tried to use it anyways. However, the balloon would not inflate and as the physician withdrew the catheter the stent came off the balloon. The stent was not found.